Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D4 correction: serial number should have been (B)(6) rather than (B)(6) and the primary UDI number should have been (B)(4) rather than (B)(4). H6 correction: health effect - impact code should be 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 4613 - minor injury/ illness / impairment.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site, and the right lead migrated. Surgical intervention took place on 15 august 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure.